Event description:
The customer states that a physician questioned an axsym bhcg result of 245 miu/ml on a pt 12 weeks pregnant. An ultrasound was ordered. The sample retested at 41,625 and 38,586 miu/ml. No pt injury was reported.